Event description:
It was reported that the atrial lead had low impedance as a bipolar lead. It was switched to unipolar and was reported "functions normally unipolar". The lead is plugged into the device but not in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.